Event description:
Pt was implanted with tfn on an unk date. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware due to non-union. The nail and screw broke postoperatively. Surgeon removed all hardware and patient was revised due to a total hip replacement. Hospital is currently in possession of explanted hardware. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned a review of the device history records for mfg revealed no complaint related issues.